Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during establishing final arm angle. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
It was reported that a triclip procedure was performed to treat degenerative tricuspid regurgitation (tr) with a grade of 5 and enlarged atrium. A triclip xtw was inserted and placed on the valve. However, while establishing final arm angle (efaa), just before releasing the clip, the clip continuously opened. Therefore, the clip was removed and replaced. One clip was then implanted, reducing tr to a grade of 1+. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.